Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 275cc mentor memorygel breast implant (catalog number 3502754, serial number (B)(4)) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with an unspecified 275cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. As a result, the patient's impacted device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 11/11/2019, mentor received an update on the events submitted in the initial report. The patient was diagnosed with capsular contracture baker grade iii-IV. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on events submitted in the previous reports. During their patient's explantation procedure on (B)(6) 2019, the surgeon removed the right-sided device and, determining that the implant was intact with no folds or creases, placed it into an antibiotic bath. After performing a complete capsulotomy on the patient's right breast, the surgeon took the device out of the antibiotic bath and re-implanted the device into the patient. Per mentor IFU, these devices are for single use only and should not be reimplanted. Therefore, the patient's right-sided device was used off label. This supplemental report has been updated with the "off-label use" device code and the "device not accessible for testing" method code as the device is currently implanted inside of the patient. Manufacturer's reference number: (B)(4).